Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an im plantable neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that on  27-oct-2015  patient reported urinary urgency-frequency, partially responsive to interstim therapy. Patient reported loss of efficacy and describes having such urgency that she recently had to pee in a cup while in a car. 27-oct-2015: many options were discussed.  The patient wants to wait and think about them. 07-jul-2020: unable to consistently feel interstim stimulation at this time. Abnormal impedance testing of all anode/cathode combinations.  Impedance of greater than 4000 ohms. Interrogatory report no longer available. Date of test: 07-jul-2020 ipg, at calculated end of service and no intervention was taken. It was stated that it was possibly related to device or therapy and not related to the implant procedure. Unresolved with no further action planned and it was stated that the device was at its calculated end of service: unable to consistently feel interstim stimulation at this time. Ipg is   no further complications were reported/anticipated at this time. 2021-12-28 clinical update( (hcp, sdy) additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): no new information 2022-01-19 e1 (rep): no new information 2022-10-27 clinical update r116140525, r116142425-ae-106( (hcp, sdy) additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): it stated that on : 07jul2020: patient states she has not been able to feel it in the way she did before. Today all impedances showed impedances of greater than 4000 ohms and ipg is at calculated end of service on 08sep2022: patient states that she is really back to square one. While she does not have a lot of leakage per se, urgency is a constant issue for her. 08sep2022: expired, nonfunctioning interstim. Patient desires replacement. As for action taken, the device was explanted/replaced component and the issue resolved without sequelae (B)(6) 2022.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead; lot#: va0bdsd; product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that on  (B)(6) 2015  patient reported urinary urgency-frequency, partially responsive to interstim therapy. Patient reported loss of efficacy and describes having such urgency that she recently had to pee in a cup while in a car. (B)(6) 2015: many options were discussed.  The patient wants to wait and think about them. (B)(6) 2020: unable to consistently feel interstim stimulation at this time. Abnormal impedance testing of all anode/cathode combinations.  Impedance of greater than 4000 ohms. Interrogatory report no longer available. Date of test: (B)(6) 2020 ipg, at calculated end of service and no intervention was taken. It was stated that it was possibly related to device or therapy and not related to the implant procedure. Unresolved with no further action planned and it was stated that the device was at its calculated end of service: unable to consistently feel interstim stimulation at this time. Ipg is   no further complications were reported/anticipated at this time.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot #: va0bds, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.